Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: the sg group has a mean age of 63.6 ± 2.6 years stated in the article. A3: predominantly female patients was stated in the article. A4: the sg group has a mean weight of 106.62 ± 18.16 kg stated in the article. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. No patient specific information regarding the reported events and interventions was provided in the article. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed, published online on october 16, 2023: dral, c., chieilci, a., schiavo, l., amor, I., schneider, s., and iannelli, a. (2023). Long-term results of sleeve gastrectomy and roux-en-y gastric bypass in individuals older than 60 years with morbid obesity. Obesity surgery 33: 3850-3859. Https://doi.org/10.1007/s11695-023-06851-5. This is a retrospective, single-center study comparing sleeve gastrectomy (sg) and roux-en-y gastric bypass (rygb) in patients aged over 60 years between january 2014 and april 2021. There were 204 patients in total of which 123 patients were included in the sg group who received gore® seamguard® bioabsorbable staple line reinforcement at the staple line. The average age of the sleeve gastrectomy patients was 63.6 years old, 42 were male, 81 were female. The primary end point of this study was weight loss. The secondary outcomes were mortality rate, post-operative complications, length of hospital stay, resolution/improvement of comorbidities, prevalence of gastroesophageal reflux disease (gerd) symptoms, and more. The results of the sg group determined one case of early complications, one patient with staple line leakage where the patient had endoscopic management but the leak did not heal and the patient required surgery. The patient had a post-sg fistula detected on the second postoperative day and was treated by laparoscopy with drainage of the peritoneal cavity combined with endoscopic pigtail treatment.